Manufacturer narrative:
The DHR was reviewed for lot# 9000675 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. To date, items of the same lot have been sold without any similar reported event during the period of review.

Event description:
Package is not opened.

Manufacturer narrative:
UDI related data quality updates only.